Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy the device tore during insertion. Due to this, the surgery was prolonged for 15 minutes. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Two unpackaged ar-1588rt-2j tightrope ii rt, with deploying suture serial/batch number (B)(6), were received for investigation. Visual evaluation found that tigerwire suture and suture tape round to flat were not returned with the device. More in-depth visual evaluation of the tightrope buttons; no sharp edges or defects were found. The root cause of the reported failure mode is undetermined.